Event description:
It was reported that the proximal filter was pulled out of position in an opened state. A sentinel embolic protection device was positioned during a transcatheter aortic valve replacement (tavr) procedure. Both the proximal and distal filters of the sentinel embolic protection system were deployed inside the patient. During the advancement of a 25mm lotus edge valve system, the lotus edge valve system interacted with the sentinel embolic protection system. The interaction between the devices caused the proximal filter of the sentinel embolic protection system to move out of position. No patient complications were reported.